Event description:
It was reported that, pt complains of pain, loss of flexion on the leg and swelling. Pt reports that he can feel something "pop out." Pt is following with this surgeon, he's scheduled to have blood work and MRI.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4)was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.